Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a high volume of sensing integrity counter (sic)s and over-sensing/noise. During provocation testing, the patient was symptomatic during certain maneuvers, therefore, a lead fracture was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.